Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to switch modes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported issue of the device not recognizing knob changes was verified during evaluation. It was determined that the controls board port was bent, causing the issue. The controls board was replaced. The damage is not consistent with normal wear and tear but from mishandling of the unit. No emerging trend based on similar reports.